Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked; further described as ¿after being filled and on route to the patient, the bag opened up in both side seams¿. It was reported that no issues were noticed during filling and the bag was not overfilled. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured between december 13, 2017 - december 14, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.